Event description:
Healthcare facility was using a latex powderfree glove product and then switched to vinyl powderfree gloves. After 2-3 weeks of using the sensicare powderfree vinyl gloves, 3 individuals experienced red macular, pruritic rashes on top of their hands and in the web area of the 2nd, 3rd and 4th fingers.